Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 420 mg/dl at the time of incident. Customer reported that she already changed the infusion set for the 4th time today since last night and has the same error, had no delivery and motor error customer reported the drive support cap appeared normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Pump alarm history contained more than one motor error alarm within a 30 day period. The insulin pump will be returned for analysis.